Manufacturer narrative:
Device evaluated by MFR.: a synergy 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.